Event description:
It was reported following a cardiac angiogram, a femoral angiogram was performed. A 6f angio-seal sts was deployed. Post deployment, oozing was observed from the puncture site. Occlusive pressure was applied for 5 mins and hemostasis was achieved. The pt complained of leg pain. Distal pulses that had been present were absent in the right leg. The pt underwent surgery. The physician opened the right common femoral artery (cfa) and removed the angio-seal. The physician noted that the device was deployed distal to the bifurcation of cfa; in the superficial femoral artery (sfa). A thrombectomy of the right cfa was done and there was distal embolization in the lower limb. The pt was given heparin (dosage unk) in the intensive care unit of the hosp. Twenty-four hrs later, the pt had bounding pulse in the right lower limb. Two days later, the pt was discharged with vascular patency in the right limb. Upon review of the pre-deployment angiogram, the puncture site appeared to be in the sfa approx 1 centimeter distal to the bifurcation of the cfa.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the pain and occlusion could not be conclusively determined; however, the angio-seal was removed from a location distal to the bifurcation of the superficial femoral artery and profunda femoris artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor peal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, precutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.